Event description:
After advancing a bifurcated device the physician retracted the inner core to deploy the ipsilateral limb of the bifurcated device. It appeared the control cord was caught on something. The physician could not fully remove the inner core. The physician removed the inner core by cutting the control cord. The control cord was then cut at the femoral artery and left in the patient. The length of the remaining control cord is unknown. The procedure continued with the implant of an aortic extension. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.